Event description:
Report received from afssaps concerning a case of a pseudomonas aeruginosa corneal abscess that occurred after continuous wear of the contact lenses with poor cleaning conditions. The pt was treated with local administration of antibiotics, anti-inflammatory drugs, and systemtic treatment. The ophthalmologist reported that the clinical status was very positive. The ulcer healed rapidly and complete with no sequelae.